Event description:
Customer reported an error 2010 sample level failure on the aia-360 analyzer while running parathyroid hormone (ipth) samples. An all set home was performed, the site primed the sampler diluent and the error returned. This is a reportable event based on delay in reporting patient results for ipth.

Manufacturer narrative:
An investigation was performed in response to a complaint of error 2010 on the aia-360 analyzer. The device was being used for diagnosis during the complaint event, testing ipth. At the customer site, a field service engineer (fse) replaced the eki board for the level sensor. The fse also checked and adjusted the a/d for the sample probe. Multiple diluent primes were performed by the fse without any errors. The investigation found an electrical problem due to a component failure. The aia-360 operator's manual under section 7-1: list of error messages states the following: [2010] error message: sample level failure. Description: a liquid detection open-circuit error occurred at the sample nozzle. Troubleshooting: contact the service department. A 13-month complaint and service history review for serial number (B)(4) from the date of 12/13/2020 through aware date 01/13/2022 was performed for similar complaints. There were no similar complaints identified during the search period.